Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h4, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be since the pipe cleaner got stuck at washing the user sent the device without completing reprocessing. The event can be detected/prevented by following the instructions for use: pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited that foreign material clogged the channel tube and mount. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.